Event description:
It was reported that an ilet user experienced hyperglycemia with blood glucose levels in the 300s during a period of steroid infusions, and post-infusion requested assistance to perform a factory reset so the ilet could relearn settings. Symptoms included feeling okay without notable clinical effects. Outcomes included no need for external assistance and no medical intervention or hospitalization. Investigation included user interview and troubleshooting guidance. Investigation of this case revealed that hyperglycemia occurred in the context of steroid therapy and was addressed with exercise and device reset education. It was concluded that the device functioned as designed, user education was provided, and no device-related malfunction was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.